Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and non- boston scientific right ventricular (rv) lead had multiple syncopal episodes. The patient does have a complete heart block and wears a ziopatch in which confirmed that there was pacing inhibition of greater than four seconds that occurred however, there was no episodes with noise that correlate with syncope. It appeared the patient was not symptomatic with the four second pause, although it was reported that the patient fell and hit his head a due to a different syncopal episode and the pause in pacing must have been longer then. The cause of the syncope and why the patient had pacing inhibition was unknown. Subsequently, this ICD was explanted and the non-bsc rv lead was surgically abandoned and replaced. This device will be returned to boston scientific for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and non- boston scientific right ventricular (rv) lead had multiple syncopal episodes. The patient does have a complete heart block and wears a ziopatch in which confirmed that there was pacing inhibition of greater than four seconds that occurred however, there was no episodes with noise that correlate with syncope. It appeared the patient was not symptomatic with the four second pause, although it was reported that the patient fell and hit his head a due to a different syncopal episode and the pause in pacing must have been longer then. The cause of the syncope and why the patient had pacing inhibition was unknown. Subsequently, this ICD was explanted and the non-bsc rv lead was surgically abandoned and replaced. This device will be returned to boston scientific for product analysis. No additional adverse patient effects were reported.